Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The device was sent to stryker instruments for service. During functional testing by a service technician at the manufacturer facility the device was not running in the correct mode; it would switch to forward mode while in reverse mode, without engaging the safety function. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly and handpiece running in the wrong mode were confirmed by a manufacturer service technician. Upon receipt at the manufacturer facility, it was confirmed that the trigger housing was cracked, which can be caused by accidental mechanical damage or material fatigue. During testing at the manufacturer facility, a piece was identified to have been re-assembled incorrectly during the repair process, causing the reported running in wrong mode.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The device was sent to stryker instruments for service. During functional testing by a service technician at the manufacturer facility the device was not running in the correct mode; it would switch to forward mode while in reverse mode, without engaging the safety function. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.